Event description:
Zenith endovascular graft was successfully implanted in the patient in 2003. Iliac leg extensions were implanted on both the contralateral and ispilateral sides, due to an insufficient landing zone. Follow-up examinations noted a type ii endoleak originating from the right lumbar artery. During a subsequent exam it was noted that the aneurysm was growing in size. Interventional measures to resolve the type ii endoleak, in 2004, involved cannulating the lumbar artery, gaining access via a translumbar approach, and injecting gelfoam, thrombin, and collagen into the sac of the aneurysm. The patient's condition will continue to be monitored for growth of the aneursym.